Event description:
It was reported that the patient experienced an ¿electrical type zapping¿ described further as felt like a ¿hot poker¿ over the last 4 months, mainly in the area of their implantable neurostimulator (ins). It was noted that this issue was ¿very, very¿ painful. The patient also noted that they had ¿other side effects¿ but did not go into further detail. The patient described themselves as a medical professional. Additional information was requested but was not available at the time of this report. A follow up report will be sent if any further information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v995598, implanted: (B)(6) 2012, product type: lead. (B)(4).